Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was reported by consumer regarding a patient receiving dilaudid (unknown concentration, dose and lot number) via a pump. The pump indication for use (IFU) was noted as non-malignant pain and chronic low back pain. The patient reported that their pump and catheter were explanted due to infection on (B)(6) 2013. The infection started in (B)(6) 2013 and the patient did not recall the strain of the infection. The patient noted that the infection was in the pump and the area of the infection was in the pocket. The intervention was noted as a total system explant. Additional information has been requested regarding the outcome of the patient and the diagnostics that were performed related to the infection, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
The patient had skin breakdown over the pocket site due to small stature, fragile skin, and weight loss. Cultures revealed gram positive cocci - staphylococcus aureus, and the cultures were anaerobic negative. The infection was resolved.